Manufacturer narrative:
The lvad exchange is addressed under MFR. #2916596-2019-05102. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to spontaneous rupture of the right ventricle two days after the lvad was exchanged. There were no reported device issues or malfunctions.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate ii lvas, serial number (B)(6), and the report of spontaneous rupture of the right ventricle (rv) could not conclusively be established through this evaluation. It was reported that the patient expired on the 2nd post-operative day after implantation of (B)(6) due to a spontaneous rupture of the rv. Per patient outcome, the device was running as expected and no issues were mentioned during or after the implant. The pump was not explanted and will not be returned for evaluation. The heartmate ii lvas IFU contains a list of adverse events associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 7may2019. No further information was provided. The manufacturer is closing the file on this event.